Manufacturer narrative:
Per the tandem user guide: make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, 3 results were given, the cgm bg reading was 163 mg/dl, and the meter bg reading was 205 mg/dl. The second cgm bg reading was 250 mg/dl, and the meter bg reading was 343 mg/dl .the third cgm bg reading was 250 mg/dl, and the meter bg reading was 343 mg/dl. Reportedly, acetaminophen was used and multiple bg meters were used for calibrations. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.